Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose value was 440 mg/dl. The customer reported that insulin pump had no delivery alarm. Troubleshoot was performed customer assisted in performing a 5.0 unit fixed prime. Customer states the insulin exited. The product was not returned for analysis.